Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that she was hospitalized due to high blood glucose levels and insulin pump issues. Customer's blood glucose levels at the time of emergency room visit ranged from 34 to 289 mg/dl. Customer stated that she took 100 units of insulin. Customer was treated with a sugar IV, a starchy meal, and candy. Customer was wearing the insulin pump at the time of emergency room visit. Troubleshooting was done and the insulin pump passed functional testing. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Product is not being returned or replaced.